Manufacturer narrative:
The reported defect was confirmed for "it was unable to pace". The product evaluation consisted of - visual inspection, continuity testing and balloon inflation. The catheter body appeared to be in good condition. There were no kinks or indentations observed in the catheter body tube. The balloon inflated clear and concentric and did not leak. Continuity testing revealed that both electrodes have an intermittent open condition between the lead wire and the electrodes when flexing the catheter tip area. The evaluation is ongoing.

Manufacturer narrative:
During the analysis it was determined that this was manufacturing related. An investigation was opened to address complaints of this type.

Event description:
It was reported that the catheter was unable to pace. After the catheter was inserted and connected to an external pacemaker, the customer tried to start pacing but it did not function. Another catheter was used and the problem was solved. There were no patient complications reported.